Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer checked the station after the customer reported that multiple peripherals were losing communication when attempting to open or close via the med app. Every fridge, tower, auxiliary station, drawer, and door was tested. No issues were observed or revealed during testing. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed to lock. It was able to be opened without pulling a medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.